Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), autoimmune disorder ("auto-immune reactions") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included hernia, birth control and uterine fibroids. Concurrent conditions included normal electroencephalogram, difficulty sleeping, nephrolithiasis, dysuria, stress urinary incontinence, nocturia, bladder lesion excision, burning sensation, nausea, vomiting and upper abdominal pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain/loss (specify which one)weight gain"). On (B)(6) 2016, 4 years after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and back pain ("left and right back"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved and the autoimmune disorder, dyspareunia, menstrual disorder, menorrhagia, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, allergy to metals, vaginal discharge, weight increased and back pain outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: lower back pain, urinary tract infection, pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Her demographic was added. Her historical condition were added. Essure lot no added. Concomitant medication added. Following event: abnormal bleeding (vaginal), heavy bleeding, menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, mental anguish, bladder problems, urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), fatigue, nickel allergy, vaginal discharge, weight gain/loss (specify which one)weight gain, left and right back, did you undergo an essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), autoimmune disorder ("auto-immune reactions") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included hernia, birth control and uterine fibroids. Concurrent conditions included body mass index normal, difficulty sleeping, nephrolithiasis, dysuria, stress urinary incontinence, nocturia, bladder lesion excision, burning sensation, nausea, vomiting and upper abdominal pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain/loss (specify which one)weight gain"). On (B)(6) 2016, 4 years after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and back pain ("left and right back"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved and the autoimmune disorder, dyspareunia, menstrual disorder, menorrhagia, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, allergy to metals, vaginal discharge, weight increased and back pain outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: lower back pain, urinary tract infection, pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), autoimmune disorder ('auto-immune reactions') and genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included hernia, birth control and uterine fibroids. Concurrent conditions included body mass index normal, difficulty sleeping, nephrolithiasis, dysuria, stress urinary incontinence, nocturia, bladder lesion excision, burning sensation, nausea, vomiting and upper abdominal pain. Concomitant products included alprazolam (xanax) since (B)(6) 2016, paracetamol (acetaminophen) and ranitidine hydrochloride (zantac) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On 1-jun-2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("left and right back/ lower back area"), hypersensitivity ("allergic reaction"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal discharge, hypersensitivity, cystitis and vaginal infection had resolved and the autoimmune disorder, dyspareunia, menstrual disorder, menorrhagia, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, allergy to metals, weight increased and back pain outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She had been treated for pain, bleeding, allergic reaction, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: lower back pain, urinary tract infection, pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event allergic reaction, bladder infection, vaginal infection added. Event outcome for pain, bleeding, bladder/urinary changed to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and autoimmune disorder ('auto-immune reactions') in a 38-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included hernia, birth control and uterine fibroids. Concurrent conditions included body mass index normal, difficulty sleeping, nephrolithiasis, dysuria, stress urinary incontinence, nocturia, bladder lesion excision, burning sensation, nausea, vomiting and upper abdominal pain. Concomitant products included alprazolam (xanax) since (B)(6) 2016, paracetamol (acetaminophen) and ranitidine hydrochloride (zantac) since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues"), back pain ("left and right back/ lower back area"), hypersensitivity ("allergic reaction"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal discharge, hypersensitivity, cystitis and vaginal infection had resolved and the autoimmune disorder, dyspareunia, menstrual disorder, heavy menstrual bleeding, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, allergy to metals, weight increased and back pain outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She had been treated for pain, bleeding, allergic reaction, bladder/urinary problems. 3 coils visible on the left side and 4 coils visible on the right side after completion of the procedure. Expiration date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: lower back pain, urinary tract infection, pain, dysmenorrhea. Lot number: 958710 manufacturing date: 2012-03 expiration date 2015-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and autoimmune disorder ('auto-immune reactions') in a 38-year-old female patient who had essure (batch no. 958710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included hernia, birth control and uterine fibroids. Concurrent conditions included body mass index normal, difficulty sleeping, nephrolithiasis, dysuria, stress urinary incontinence, nocturia, bladder lesion excision, burning sensation, nausea, vomiting and upper abdominal pain. Concomitant products included alprazolam (xanax) since january 2016, paracetamol (acetaminophen) and ranitidine hydrochloride (zantac) since january 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstruation issues"), back pain ("left and right back/ lower back area"), hypersensitivity ("allergic reaction"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal discharge, hypersensitivity, cystitis and vaginal infection had resolved and the autoimmune disorder, dyspareunia, menstrual disorder, heavy menstrual bleeding, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, allergy to metals, weight increased and back pain outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She had been treated for pain, bleeding, allergic reaction, bladder/urinary problems. 3 coils visible on the left side and 4 coils visible on the right side after completion of the procedure. Expiration date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: lower back pain, urinary tract infection, pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, rcc was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("auto-immune reactions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, infection and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.